Event description:
The customer reported, patient was not harmed but another unit had to be brought in to complete the case. The customer stated that when making x-rays, the left monitor had a blank circle. After re-booting, the right monitor had a blank circle as well. Also, the monitors were flickering, and when the left monitor goes blank you can still see technique. Then the customer starts to see an image but the unit fluoros at max kv and max ma with nothing in field.